Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.

Event description:
Taiwan. Allegedly, the patient underwent bilateral breast surgery in october 2025. Postoperatively, the patient developed capsular contracture of the right breast and was diagnosed with baker grade iii capsular contracture. Revision surgery was subsequently performed in (B)(6) 2026. (Sn: (B)(6)).